Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that within 30-days post-stenting of a coronary vessel with three xience alpine stents, the patient was re-admitted to the hospital with toxic gastroenteritis and other cardiovascular symptoms. It is unknown what treatment was performed or what the final patient outcome was. No additional information was provided.